Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated error codes indicating disabled valves, ventilation error, communication error and software error while on patient. There was no patient harm. The service engineer replaced the monitoring printed circuit board (pcb) as a precaution. The ventilator passed all tests and was cleared for clinical use. No part or device logs were returned despite reminders. No further issues have been reported. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. This may explain the unconfirmed event. Measures to prevent this are planned with an upcoming software release.

Event description:
It was reported that the ventilator generated error codes indicating disabled valves and software error. There was no patient harm. Manufacturer ref. #: (B)(4).